Event description:
Boston scientific received information that this right ventricular (rv) lead is part of an implanted system that exhibited noise, high threshold measurements, and high out of range pacing impedance. When the implantable cardioverter defibrillator (ICD) (B)(4) was explanted, the is-1 lead came out of the header easily, whereas the other leads required retraction of the setscrews. There was a question of whether the abnormal measurements were related to this. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.